Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during preparation for a renal artery angioplasty and stenting treatment procedure, stent damage was noted. The stent had become crinkled when being removed from the box. The physician used another and successfully completed the procedure. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay."